Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In addition, per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case the bulky calcification of the native aortic valve in combination with the borderline native annulus diameter may have contributed to the rupture of the annulus and the sinus of valsalva. The cause of the cerebral infarct could not be confirmed; however procedural factors including bav and bypass time, in combination with patient factors (female gender and advanced age) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our japan affiliate that during the transfemoral tavr procedure, an aortic rupture involving the annulus and sinus of valsalva occurred after balloon aortic valvuloplasty (bav) with a 20mm edwards balloon. The patient¿s blood pressure (bp) rose to ~100mmhg immediately post bav and then the bp dropped to 50-60mmhg gradually. Vasopressors were administered but the bp remained unchanged. A growing pericardial effusion was noted on transesophageal echocardiography (tee) and pooling of blood in the right atrium was observed by aortic angiography. The bp remained 50-60mmhg. Cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on percutaneous cardiopulmonary support (pcps). The bp still remained ~60mmhg. The team discussed pericardial drainage but decided to convert to open heart surgery since the bp dropped rapidly. The wall motion was noted be worse. When a thoracotomy incision was performed, the patient developed ¿slow ventricular tachycardia¿ (vt) for approximately 30 seconds. Therefore, ramp pacing was started and the patient¿s heart rate (hr) returned to the 80-90bpm. A pericardial incision was performed to treat pericardial tamponade, after which, the bp rose and the wall motion improved. After the patient was placed on cardiopulmonary bypass (cpb), the rupture in the commissure between the non coronary cusp (ncc) and the right coronary cusp (rcc) was treated with a bentall procedure and the rupture of the rcc sinus was treated with a pericardial patch. The patient was weaned off cpb with stable vital signs. The patient was transferred to ICU intubated. Total bleeding was reported as over 800ml. The patient was transfused with 10 units of packed red blood cells (prbc) and 30 units of fresh frozen plasma (ffp). CT performed after the procedure revealed cerebral infarction in the right temporal lobe and the patient developed paralysis of the left side of the body. On pod2, the patient remained intubated with vital signs and she was responsive. It was unknown if the cause of the cerebral infarction was hypo-circulation or embolic debris. The patient had a history of chronic steroid. There was bulky calcification on each leaflet. The biggest calcification measured 13.4 × 4.0mm. The patient¿s native annulus measured 18 mm in diameter with an area of 20.9 mm2 and there was bulky calcification present on the aortic valve.